Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a patient with impella support in (B)(6) 2024 that was enrolled in the abiomed¿s long-term outcome and quality indicator (loqi) registry. The patient was admitted with multiple cardiac and systemic comorbidities. The medical team performed a high-risk percutaneous coronary intervention as the patient was not a surgical candidate for coronary artery bypass graft / mitral valve repair. The patient had an adverse event reported in the loqi in which the patient was hypotensive and was treated by trendelenburg, two units of red blood cells, and opening of the intravenous fluids. The team found no bleeding and questioned the vagal episode during the impella use.

Manufacturer narrative:
The investigation for the hypotension and low pump flow has been completed. Product was not returned for investigation. Patient had severely occluded vessels. Per the clinical information, there was a drop in blood pressure, which raised concerns about a potential bleed at the groin site but further investigation and CT scan revealed no active bleeding and was most likely patient condition related. The low blood pressure / suspected groin hematoma which was treated with 2 units of blood was likely caused by patient condition and the relation to impella is unknown. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿